Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set bent cannula event on (B)(6) 2026. The blood glucose level was 401 mg/dl and the patient resolved the issue by putting the new infusion set on. The patient also experienced lethargy, sleepiness/drowsiness/somnolence. No further information available.